Event description:
Gemstar infusion pump malfunctioned. Pump was programmed to delay the start of the first dose of antibiotic. It was to begin by infusing a kvo rate of 2ml/hr until the time first dose was due. Instead of delaying the adminstration of the first dose, it administered it immediately when the pump was started. This resulted in the patient getting two doses of antibiotic within 1 1/2 hours. The antibiotics were ordered to be administered every 6 hours. The patient did not experience an adverse drug reaction. However, the potential for an adr was present because of the malfunction.